Event description:
It was reported the harmonic scalpel handpiece was used in an unknown procedure. It was reported during the procedure the device stop functioning and a solid tone was heard. There was no consequence to the pt.